Manufacturer narrative:
Correction made to e1: (B)(6). H4: the lot was manufactured from october 23, 2022 - october 24, 2022. H10: four (4) devices and a photograph of the samples were received for evaluation. The devices were received with a partially filled liquid solution. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and there were no issues observed of connector or cap areas of the actual samples. The photograph was reviewed and a white to colorless irregularly shaped polymeric appearing particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was described as, ¿particle contamination¿. This was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.